Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery before reverting back into the rewind process. The customer treated the high blood glucose levels with a manual injection. The most recent blood glucose reading was 212 mg/dl. She reported that she had received a no delivery alarm the night prior as well, and she performed a complete infusion set, reservoir and insulin change. The troubleshoot process for the no delivery alarm was ended prematurely, as the call was disconnected. Nothing further reported.